Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test due to the irrigation tube was found folded at the tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The occlusion issue reported by the customer was confirmed. The potential cause of the irrigation tube folded could not be determined. The instructions for use (IFU) contain the following information: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav and an irrigation issue occurred during use on the patient. It was initially reported that during the operation the device was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient. The customer's reported occlusion issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 4-jul-2025, additional information was received indicating there was no error from the irrigation pump; they were trying various flow rates and the tip of the catheter cannot flow water. The correct catheter settings were selected on the generator and there were no issues with flow rate at the start of ablation. The issue was not noticed before the device being used on the patient. As such, the event has been reassessed as an MDR reportable malfunction since the event occurred during use on the patient.